Event description:
The physican treated a pt's hypertrophic scar on 1/19/98 using three different laser wavelengths ("qs" 755mm, "qs" 1064mm, & "qs" 532mm). When the physican saw the pt on 2/6/98, he noted a 1.8 cm x 3.4 cm area of ulceration at the treatment site.

Manufacturer narrative:
H.3- follow up by coherent's clinical educator with the physician revealed that the doctor was not actually treating the hypertrophic scar so much as he was treating hyperpigmentation in the scar area. The correcet parameters were within the standard care for treating pigmentary changes according to the doctor. The laser was checked out by coherent's field service engineer & found to be operating properly as reported in initial medwatch. Pt was one year post op of breast reduction which could have contributed to the unusual reaction. Incident is most likely attributed to the pt's particular skin physiology.